Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unknown knee femoral. Unk knee femoral.

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturer was unknown. Base plate and poly broke. Removed and replaced femoral tibial and poly components. Doi: unknown. Dor: (B)(6) 2018. Right knee.